Event description:
A hospital in (B)(6) reported a patient was implanted with a pfna with spiral blade and locking bolt. Reportedly the spiral blade cut out due to old osteoporotic patient. The implant was reportedly intact. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.